Manufacturer narrative:
The device has been received for evaluation but investigation is not yet complete.

Event description:
The event involved atranspac® IV monitoring kit w/03 ml squeeze flush and macrodrip where the customer reported that their nicu has been experiencing issues with arterial line occlusion alarms on their bd alaris pumps when using the transpac kit. The infusion rate is typically set at 1 ml/hr. The customer stated that their troubleshooting has been unsuccessful the majority of the time and they've only been successful correcting the issue when the caps are changed on the transpac. The majority of the time it is not successful, and they have to change out the set. The incident occurred during patient use; no medication was being used with the device. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of increasing pressure alarms was not confirmed. No visual anomalies were observed. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. When the sample was tested for a continuous flow rate when the squeeze flush is in an inactivated state, the sample passed the continuous flow rate. The product had performed per the specifications.